Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified left common iliac artery. A 7.0 x 40, 135cm mustang balloon catheter was advanced for dilatation. However, during the first inflation at nominal pressure for 60 seconds, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported.